Event description:
Knee pain [arthralgia]. Knee swelling [joint swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2011, from an hcp regarding a (B)(6) male pt, initials (B)(6), who experienced knee pain, knee swelling and knee effusion after starting synvisc-one. The pt's medical history is significant for osteoarthritis. On (B)(6) 2011, the pt received an injection of synvisc-one in his knee. The day after receiving that injection, the pt experienced severe knee pain and swelling. The pt required a knee joint aspiration of 180 ml of fluid (date not provided). The pt also received a steroid injection as treatment for his symptoms (date not provided). The hcp assessed the events as severe and probably related to synvisc-one. The product lot number was reported as (B)(4). At the time of this report the outcome of the pt was unk. Add'l info was received on (B)(4) 2011, in the form of qa results. The production and quality control documentation for lot# (B)(4), with expiration date 05/2014 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.

Manufacturer narrative:
MFR comment: the benefit-risk relationship of the product is not affected by the report. Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.